Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was 585 mg/dl. Due to the elevated bg, the customer went to the emergency room was subsequently hospitalized in the intensive care unit with ketones a healthcare provider deemed life threatening on (B)(6)2026. Customer was treated with intravenous fluids of saline and insulin as well as potassium and electrolytes to address the elevated bg. Customer was discharged on 3/16/2026 with the issue resolved and no permanent damage. Customer reverted to an alternate form of insulin therapy.